Manufacturer narrative:
Pump was received with a broken force sensor was detected during seating or regular delivery alarm during rewinding due to moisture damage on motor force sensor assembly and electronic assembly. Unit was received with corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.